Event description:
It was reported that a 23mm 3300tfx valve in tricuspid position underwent a valve-in-valve procedure after an implant duration of 4 years, 10 months due to stenosis. The ttvr was performed with a 23mm 9755rsl transcatheter valve. The patient was in recovery post procedure.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bio prosthesis explant and encompasses multiple failure modes, including calcification, non calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including congenital heart disease and patient age at implant is 7 years.

Event description:
It was reported that a 23mm 3300tfx valve in tricuspid position underwent a valve-in-valve procedure after an implant duration of 4 years, 10 months due to severe stenosis. The patient presented with severe hypoxemia. The ttvr was performed with a 23mm 9755rsl transcatheter valve. The patient was in recovery post procedure. Per medical records, the presented with severe hypoxemia with sats in the 40s to 50s and with evidence of severe tricuspid stenosis and right to left shunting across the atrial septum. Concomitantly, the patient underwent rv-pa stenting.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.